Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the temperature was shown properly right after connecting the needle to the generator but it disappeared after the needle was inserted. The needle was removed from use and another needle was used to complete the procedure. There was no harm to the patient. Covidien's initial evaluation of the incident needle found the insulation was damaged and the needle failed hipot testing.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 11/03/2016. The incident electrode was received for evaluation. The device did not read the temperature properly due to a broken solder joint at the tip of the thermocouple. No trend has been identified for this failure mode. Manufacturing non-conformance records were reviewed and no entries pertinent to the customer's report were noted. The product was released meeting specifications.